Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 10 mg/ml at 1.435 mg/day via an implantable pump. The indication for use was not reported. It was reported a granuloma occurred for a patient who used a high concentration of morphine. On (B)(6) 2019, a motor stall and catheter access port (cap) kit test was performed; catheter kinking was observed. The catheter was folded half at the fixed anchor. The hcp knew the reason why granuloma occurred (because of high concentration of morphine), but he wanted to know if the granuloma occurred on the entire catheter or occurred partially. The hcp wanted to know why kinking occurred and why the catheter had moved even though the anchor was fixed. The hcp wanted to know if there were any cautions or guidelines to prevent kinking. The high concentration of morphine was one factor that may have led to the granuloma. There were no applicable diagnostics/troubleshooting performed. Removal and replacement of the product was done on (B)(6) 2019. There was no patient accident or risk of injury and no problems after the operation. The issue was resolved. The patient's status was alive - no injury. The catheter would be returned to the device manufacturer. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.